Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, the lead was forwarded to detailed analysis for further investigation. Detailed analysis indicates that the lead damage and difficult to position allegations were confirmed by analysis. There are deformed conductor coils along with a corresponding bulge in the insulation from the stylet escaping the lumen. Moreover, this lead passed all tests.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to numerous repositioning, which led to a small curve in the stylet. In addition, during insertion, there was an acute bend in the lead proximal to the introducer sheath hub. This acute bend resulted in the physician pushing the stylet out the side of the lead. The physician stated that it was not a product error but rather a user error that caused the lead failure. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to numerous repositioning, which led to a small curve in the stylet. In addition, during insertion, there was an acute bend in the lead proximal to the introducer sheath hub. This acute bend resulted in the physician pushing the stylet out the side of the lead. The physician stated that it was not a product error but rather a user error that caused the lead failure. The lead was never in service. No adverse patient effects were reported.